Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibits high thresholds, low impedance and loss of capture. An insulation breach is suspected. The device has been reprogramed. No adverse patient effects were reported.